Manufacturer narrative:
(B)(4). Additional information received: our sales rep. Told us that the doctor does not directly connects the bleeding to the product, however he has some doubts about if the bleeding was caused by it. That¿s why the doctor asked for an inspection." The cartridge was discarded. Additional information requested and received: if the surgeon does not relate the bleeding directly with the device, what does he believe caused the event: ¿ he suspects the event was caused by the cartridge.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested and received: was there any issue noted with the staple line intra-operatively (malformed staples, staple line missing staples, bleeding, etc.)? No. If yes, how was it addressed? How long after the procedure was the bleeding discovered? 2nd day. How was it confirmed that there was bleeding? Identified endoscopically. Was the bleeding coming from the staple line? If yes, please explain how it was confirmed. No, bleeding was seen in the fundus area. How was the bleeding controlled? They used gastric stent. How much blood was lost (ml)? No information available. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. Yes, extended hospital stay. What was the product code of the stapler used with the ecr60b (plee60a, pse60a, ec60a)? Ecr60b and ec60a.

Event description:
It was reported that during a sleeve gastrectomy procedure, a blue cartridge was used on the fundus part of the abdomen. Same like product was used to complete the procedure. Bleeding was seen in post-op phase.

Manufacturer narrative:
(B)(4)